Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient causing a touch contamination during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was treated with vancomycin (dose, frequency and route not reported) and fortaz (dose, frequency and route not reported) for peritonitis. The patient was also retrained on aseptic technique. The following month after the onset of peritonitis, the patient was hospitalized as the peritonitis had not resolved. On an unreported date, the pd catheter was removed due to peritonitis. The patient was discharged from the hospital eight days later. At the time of this report, the patient was recovering from the peritonitis. The pd therapy was discontinued. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.